Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not updating, not writing reports, and had experienced telemetry issues. In addition, the stylus and analyzer were not working. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed device will not update software or print reports. Reloaded and updated software. Could not confirm that the stylus will not work. However, stylus tip is loose. Replaced stylus. Drew on the screen and the stylus tracks correctly. Confirmed intermittent telemetry due to loose radiofrequency (rf) connector. Replaced link electronic module (lem) board. Display drops. Replaced lower hinges. Broken tabs on power cord bay door. Replaced power cord bay. Could not confirm analyzer issue. Analyzer passed all tests and functions as expected. Rf head failed uplink and e-field immunity tests. Replaced cable. Thermal sensor 5 failed console tests. Temp was out of spec on the low side at 11 degrees celsius; spec is 14-43 celsius. Replaced the power supply with salvage part. Salvage material was inspected per applicable documents. Programmer, head and analyzer pass all console and systems tests. If information is provided in the future, a supplemental report will be issued.